Event description:
The hearing aid won't "tune" properly in spite of over 6 trips to the dispenser/distributor. Pt said that the device works better at very close range and far away, but at mid-range (810 feet) it has problems. Complainant was also concerned that batteries only last about 8 days, instead of a couple weeks as promoted.